Event description:
A home pt reported a reload set 160 alarm on a homechoice device during use. During troubleshooting of the alarm, it was discovered that the alarm may have been caused by a cracked cassette. The cassette was replaced, and the therapy was restarted. No pt injury or medical intervention was reported related to the event.

Manufacturer narrative:
Multiple unsuccessful attempts to contact the customer were made. Therefore, the sample availability is unk. If the sample becomes available, it will be requested for eval, and a follow up will be submitted.